Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no reported patient or user injury, and the procedure was completed successfully with another device that was on hand.

Manufacturer narrative:
The impaction drill has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the investigation is completed.